Manufacturer narrative:
Correction: the customer reported "upstream occlusion sensor not working" would not result in a death or serious injury. The reported issue is related to device parts. If this defective part caused a device malfunction/failure the malfunction would be further assessed however no actual device malfunction was reported.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was evaluated two times for upstream occlusion and alarmed accordingly, the pump is working as intended. A review of the event history log revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that a spectrum iq pump had the upstream occlusion sensor was not working during an unspecified process step. There was no patient involvement. No additional information is available.